Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7087780.

Event description:
It was reported that the patient was brought to the emergency room (ER) due to sudden increase of abdominal pain and loss of feeling and function in the legs. The physician found a hematoma that had formed and caused a compressive myelopathy. This was caused by a small bleed in the space that was deemed a complication from surgery, not due to the device. All device components were explanted, and the patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.